Manufacturer narrative:
Additional information has been requested. The device history records (DHR) for the device was reviewed and there were no unusual findings related to the reported issue and the product was released according to company acceptable criteria. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A technician reported a patient with diffuse lamellar keratitis at two day lasik post-operative visit. Reporter indicated a flap lift and rinse was performed and the patient's topical steroid dosage was increased. This report references the left eye. An additional report will be filed for the right eye. Additional information has been requested.